Event description:
The complainant was using a cp pump to support a patient undergoing a high-risk percutaneous coronary intervention. During shockwave therapy of the artery, the impella sensor was damaged, resulting in the loss of metrics. No other functional issues were noted. The pump remained operational until weaning and explantation. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The pump was not returned. Data logs were reviewed and the alarm was confirmed. Per the clinical details provided and data log review, the root cause of the optical signal was determined to most likely be a damaged sensor due to shockwave interaction.